Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative with an implantable drug infusion pump indicated for failed back surgery syndrome and non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient had fluid/swelling in the area of the spinal incision since implant. The patient had not had relief of pain for which the pump was implanted for, but had a successful trial. There were no environmental/external/patient factors that might have led or contributed to the issue. The patient had fluid buildup drained from the area of the spinal incision on (B)(6) 2017 by the health care provider (hcp). The hcp had the representative attend the case on an as needed basis, but did not find any problems with the catheter, so no revision of the catheter was performed. It was unknown if the issue was resolve at the time of the report. The patient had swelling in the area of the spinal incision. The representative was called to support a possible catheter revision, but the hcp drained the area and found no catheter issues, so no catheter revision was necessary. The representative reported surgical intervention did occur. The patient weight was unknown. Patient medical history included chronic pain. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.